Event description:
The physician placed a percutaneous endoscopic gastrostomy feeding tube in a female pt with medical conditions unk. During the procedure, it was noted that the dilator tube detached leaving a portion inside the pt. The physician manually removed the feeding tube from the pt. Another feeding tube was placed successfully and the pt is reported to be in satisfactory condition. No further complications occurred.